Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead presented to the hospital with phrenic nerve stimulation. Upon further review, high lv thresholds and loss of lv capture were observed. A drop in lv pacing impedances was also noted. The physician elected to program the device to right ventricular pacing only. This lv lead remains in service. No adverse patient effects were reported.